Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for wound check post implant procedure. Upon interrogation, high capture threshold and low, in range, pacing lead impedance was noted on the right ventricular lead. A chest x-ray was performed, and it was noted that the right ventricular lead was dislodged. The right ventricular lead was repositioned successfully with stable capture threshold and impedance measurements. The patient was in stable condition post procedure.